Manufacturer narrative:
Abraided openings were noted in the inner and outer lead tubing. Only a portion of the lead was returned for analysis. Device failure is suspected in the lead portion not returned, but did not returned, but did not cause of contributed to a death or serious injury.

Event description:
The pt had surgery and their vns products were explanted. Product analysis was completed on their explanted lead. An analysis was performed on the returned lead portion and the reported allegations of high impedance were not confirmed. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. The abraded opening in the inner and out tubing and cut end of the outer / inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. With the exception of the abraded inner tubing opening, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator (and the abraded inner tubing opening). The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device which may have contributed to the stated complaint. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. See medwatch number: 1644487-2011-00069 for generator product analysis findings. Correction sent in this report to update data noted to lead product analysis findings.

Event description:
Review of additional programming history shows that high impedance was seen during system and normal mode diagnostics on (B)(6) 2010. The device was disabled on (B)(6) 2010.

Manufacturer narrative:
Analysis of programming history.